Event description:
It was reported that a lead integrity warning occurred, and the right ventricular (rv) lead was confirmed fractured. The patient received inappropriate therapy, and experienced symptoms of syncope. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Concomitant medical products: av5076-52 lead implanted: (B)(6) 2003. (B)(4).